Manufacturer narrative:
(B)(4). The artegraft vascular graft was not returned for eval. Batch records could not be reviewed as the lot number is unk. No eval was performed with the actual graft as the device was not returned. Unable to confirm complaint. The artegraft vascular graft was not returned for eval. Lot info was not provided and could not be obtained. Additionally, the graft implant duration could not be determined. The complaint issues will be trended within artegraft, inc. Quality systems, quality assurance trending.

Event description:
As reported by an independent sales rep, a doctor alleged that he received 3 artegraft collagen vascular grafts with seromas all along their length. He drains the seromas but they keep coming back. In addition, he mentioned that one may have spontaneous pseudoaneurysms. Pt status, lot info, and dates of the events were requested by artegraft inc but were not provided after multiple attempts.